Manufacturer narrative:
The following information was requested but was not made available: medications and conditions/comorbidities. (B)(4). According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
As reported, on (B)(6) 2022, during routine follow up a type iii endoleak was noted. Reportedly component separation was observed between a non gore bridging component (cook medical) and gore® excluder® iliac branch endoprosthesis iliac branch component. Reportedly the cause for the endoleak was aneurysm remodeling. As reported the cook medical limb component had migrated 6cm cephalad. On (B)(6) 2022, a reintervention was performed in which the cook medical trunk was relined with a cook medical limb and a gore® excluder® aaa endoprosthesis contralateral leg component (plc271000). As reported, the reintervention was successful and the endoleak was resolved. The patient tolerated the procedure. As reported, patient imaging, medications and comorbidities were requested but are not being made available by the treating facility.